Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwelling period was 135 days. At the time of reporting, it has not been confirmed whether the dome portion was removed. The user is expecting the indwelling portion to be removed with bowel movement.